Manufacturer narrative:
Additional information: currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed motor error. A displacement test was performed and the device failed the test and the alarm occurred again during the manual prime. No blood glucose readings were reported and further information was not provided. Customer will not return insulin pump and will go back to take insulin shots because she does not have insurance.